Event description:
A customer reported intermittent occlusion alarms. There was no adverse impact on the customer¿s blood glucose level. To resolve the issue, the customer changed both the infusion set and cartridge before resuming insulin use.